Manufacturer narrative:
(B)(4).

Event description:
The patient presented for device exchange complaining of pain at the pocket site. A new device was implanted and culture confirmed a pocket infection. The physician believed the event was procedure related but not related to the device. The newly implanted device was explanted and the patient was in good condition following the procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Manufacturer narrative:
The device was above eri upon receipt. There was no indication of a device malfunction.